Event description:
It was reported that there was intermittent ventricular capture with high output, and it was not possible to tell if there was atrial capture or sensing. The ventricular lead was removed and replaced. It was reported that during the procedure, it was found that the explanted lead's integrity had been breached, a cut was found, and the lead was completely filled with dark blood. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The atrial lead has been added to this event as it could not be disassocitated from the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent ventricular capture with high output, and it was not possible to tell if there was atrial capture or sensing. The ventricular lead was removed and replaced. It was reported that during the procedure, it was found that the explanted lead's integrity had been breached, a cut was found, and the lead was completely filled with dark blood. No patient complications have been reported as a result of this event.